Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failure was caused by the main drawers 2.1 and 2.2 due to a defective rectangle board, which led to the system going completely down and not powering on. A field service engineer (fse) replaced the rectangle board with a known working component from another medstation. Post-repair testing in hardware test application was completed, the customer validation confirmed that all drawers were functioning normally and the system was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was completely down, initially a drawer failed, and subsequently the device went to a black screen with no response. However, there were no delay to patient care and adverse events or injuries reported based on this incident.